Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated false low glucose (glum) results for fifteen (15) different patient samples on two separate days ((B)(6) 2012). This report documents the one (1) false glum result obtained on (B)(6) 2012. The customer also indicated that an erroneous blood urea nitrogen (bunm) result was also obtained on this patient's sample. Patient treatment was not affected in this event.

Manufacturer narrative:
Quality (qc) run prior to and after the event was within lab-established ranges. The patient samples are collected as both plasma and serum in 13x100 tubes, analyzed fresh, and spun for 5 minutes, at 3000 rpm, and stored at room temperature. While troubleshooting with bec hotline, the customer discovered the mc sample syringe was loose. The customer tightened the syringe, which seemed to resolve the issue. After about an hour, mc results started to suppress again and another erroneous glum result was generated, so service was initiated. The customer later cancelled the service call, stating that they had resolved the issue with weekly maintenance. Failure mode is unknown. MDR 2050012-2012-01883 is associated with this event documented in this report.